Event description:
The doctor realized the haptic was damaged after the iol was implanted in the patient's eye. The lens was removed and replaced. The wound required one suture to close.

Manufacturer narrative:
See MDR 1920664-2009-00322 for the intraocular lens used with this delivery device.